Event description:
In 2000, a pt presented for a transurethral microwave thermotherapy to treat pt's benign prostatic hypertrophy. Site reported that 50 minutes into the transurethral microwave thermotherapy, foley balloon could not be visualized with ultrasound and the treatment was stopped. Last balloon visualization occurred at 40 minutes after starting the treatment. At that time, balloon placement was verified in pt's bladder. No pt injury was reported. This event is being reported, as a similar event could have led to a serious injury.